Event description:
The contact for a peritoneal dialysis (pd) patient reported that the patient recently had surgery and was taking antibiotics for fibrin. Follow-up with the patient's pd registered nurse (pdrn) revealed the patient was experiencing drain complications and underwent an outpatient pd catheter (not a fresenius product) revision on (B)(6) 2022. During exploratory surgery, it was discovered the patient was suffering from fibrin build-up, which occluded the pd catheter. The surgeon replaced the pd catheter, and ordered the patient be given daily intraperitoneal (ip) heparin (dose not provided) to prevent further fibrin build-up. The pdrn stated the patient is not currently being given an antibiotic. The only antibiotic the pdrn is aware of, was a one-time prophylactic dose of an ip antibiotic (drug, dose not provided) administered post-surgery. The patient was released the same day and resumed utilizing the same liberty select cycler as before surgery. The pdrn stated that no fresenius product malfunction or deficiency occurred. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).